Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectal tumor removal procedure, the staplers and reloads broke and misfired. The event caused life threatening and hospitalization.